Event description:
It was reported that the patient presented for postoperative day one follow-up. The physician believed that the left ventricular lead had caused ectopy and short runs of ventricular tachycardia. The capture threshold was also noted to be elevated. The lead was deactivated via programming. The patient later expired due to an unrelated condition.